Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2018 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient underwent an ex plant of their denovo ipg as they developed a staphylococcus aureus infection at the ipg pocket site. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).